Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had and the pump had experienced high blood glucose. The customer¿s blood glucose level was 300 - 400 mg/dl at time of. The customer was treated with injection. Customer stated that the cannula was bent at the site of location. The customer declined troubleshooting for high blood glucose. The customer was advised to change from mio's to silhouettes due to bent cannulas. The insulin pump will not be returned for analysis.